Manufacturer narrative:
Per the manufacturer's subsidiary, the base was checked and the fan was found to be not working due to a pin connection. The power manager board was disassembled and cleaned. The position of the nic cable was switched to the spare connection on the power manager board. The issues were resolved and the user has had no issues since. Per data log review, on (B)(6) 2021, the power manager was reporting many nic brick #1 state changes and connected with fault events. This indicates a module(s), and/or pump(s) were likely rebooting. Many modules/pumps were reporting alarms (likely 5 volt (v) out of range) in the system log. This included two large roller pumps, centrifugal pump, flow module and pressure module. The pumps/modules also started to reboot as reported. The 5v out of range will cause the red x on the pumps/modules as reported. The log confirms the complaint.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed red x's on the roller pump and module icons connected to the left side of the network interface card (nic) board and the pumps were turning on and off. As mitigation, local controls were used as well as the hand crank. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed via the data log review. No product was returned so further evaluation could not be made. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the team had an incident with the heart lung machine (hlm) during set-up and then during the cardiopulmonary bypass (cpb) procedure on (B)(6) 2021. The team after opening a perfusion screen had red x marks on all pumps and modules that were attached to the left network interface card (nic) panel. The team opted to proceed with initiation of bypass and used local controls for control of the roller pumps, centrifugal, flow meter and pressure. The information obtained was that there were periods in which the clinician had to hand crank the centrifugal and roller pump. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue. The team opted to use the equipment after the x marks were seen, and loss of communication was noted.